Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep rebooted the system. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an error message upon hook up of the workstation. No pt injury was reported.